Event description:
It was reported that during implant procedure the pulse generator exhibited premature elective replacement indicator after being exposed to electrocautery. After a firmware download, normal device function resumed. The patient was doing well and would be monitored normally.